Event description:
I had pip implants removed with bad ruptured on both sides and had illness then now I have allergan implants I¿ve had lots of problems and struggling to get through the day. I¿ve got chronic fatigue, pain in ribs, lump under arms, swelling, always ill, become food intolerant, sweats, headaches, itching, loss of sex drive, can¿t sit straight, can barely drive. I¿ve developed pins and needles in my hands, my hair fell out in one side, dental problems too many to go in, I thought I was imagining it. I¿ve been to doctors on and off and finally went back to my surgeon who¿s agreed they¿re making me sick. I¿ve said all this to the doctors who treated me badly like I¿m mad I now need to be tested for alcl.